Manufacturer narrative:
In initial report, the manufacturer year was only provided, however the full date is 3/5/1998. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Manufacturer year: 1998. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2007 and presented on (B)(6) 2019 with blurry vision and irregular astigmatism in the (od) right eye. The patient is being evaluated for enhancement. It was stated that the patient had loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. The bcva on (B)(6) 2019 was 20/40 on the right eye. A microkeratome was used for flap. Pre-op bcva from (B)(6) 2007. Right eye post-op 20/20 -6.25 x -1.25 x 22. Left eye post-op 20/20 -6.25 x -.25 x 109.